Event description:
On (B)(6) 2012, the patient reported that she noticed a small amount of insulin inside the insulin cartridge compartment of the infusion device. The patient was able to dry the insulin and continue using the infusion device. Troubleshooting with the patient revealed that she was using an expired insulin cartridge. The patient was instructed not to use expired products. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridges were replaced and requested to be returned for evaluation.